Event description:
Literature was reviewed regarding ¿ endovascular aneurysm repair with mesenteric artery bypass for abdominal aortic aneurysm with occlusion of celiac and superior mesenteric arteries¿. An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 67mm saccular aaa. The patient also had occlusions of the celiac artery, sma and ima and a dilated meandering mesenteric artery. It was reported that during the index procedure, a mesenteric artery bypass was also performed. Completion aortography confirmed no endoleak and good blood flow to the mma from both the sra and bypass. It was reported that the postoperative course as uneventful besides the need to repair the left common femoral artery with an artificial blood vessel.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular aneurysm repair with mesenteric artery bypass for abdominal aortic aneurysm with occlusion of celiac and superior mesenteric arteries karita r, koizumi s, kubota y, ueda y, ishida k journal of vascular surgery cases, innovations and techniques volume 9, number 4 https://doi.org/10.1016/j.jvscit.2022.04.017 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: etlw1613c82ej serial number unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.